Event description:
It was reported that during a transurethral needle ablation of the prostate, the needles on the prostiva device would not retract. It appeared as if the "plastic was separated form the handpiece". The device was safely removed from the pt and no serious injury was reported. The procedure was completed with another handpiece.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.